Manufacturer narrative:
(B)(4). Device manufacture date: since the lot number was not provided, this information cannot be determined. The reload was not returned with the handle.

Event description:
According to the reporter, during a gastric bypass procedure, the needle came out of the device. It did not fall into the patient. A new suture was used to complete the procedure. There was no adverse effect to the patient. The current patient status was reported as "normal."

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No needle was returned with the instrument. No witness marks from the needle tip impacting the beveled wall were observed under microscopic inspection. No sheering was observed on the toggle switches when observed using microscopic inspection. The instrument was loaded with a pmv needle and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, the investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.